Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he had only been programmed on one side since implant. The patient reported that he needed programming on the other side. The patient reported that he went to see his healthcare provider (hcp) last week, however the hcp was unable to program the other side for the patient after working with him for ¿over an hour.¿ the patient reported that his leg was ¿killing¿ him and needed programming on both sides. The patient reported that the ins was helping one side but not the other. The patient reported that the hcp¿s office tried to contact a manufacturer¿s representative (rep) but they hadn¿t heard anything back yet. No further complications were reported. Additional information received from the consumer reported that it only helped their right side never the left. The patient was reprogrammed with no success and the issue was not resolved. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said pt had lead revised in dec. 2017 and had 1 lead removed because pt was losing therapy on left side and their lower back pain was persisting at the time of lead revision.